Event description:
Procedure type: hernia. According to the reporter: the surgeon was performing bilateral inguinal hernia repair with mesh on a male patient. The customer had a three boxes of product omspdbs. The doctor attempted to use product but would not inflate on left side. Product was tried twice from each of two boxes. Third box not opened. All boxes had same lot# pof0739 with expiration of 06/2013. Surgeon opted to use two singles to complete surgery. Surgery was delayed more than 30 minutes. No excess bleeding or tissue damage. No injury to pt and no product broken inside pt.

Manufacturer narrative:
(B)(4).